Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and failed audio test and serial number verification. An alarm/alert manual test was performed and failed due to speaker installed tilted. An internal visual inspection was performed and failed due to assembly error. Pictures were taken. The performance data was reviewed finding no errors related to the complaint. The allegation was confirmed as no audio output. The probable cause was determined to be assembly error via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).